Event description:
Device 1 of 4. Reference MFR. Report 1627487-2013-23052, 1627487-2013-23053, and 1627487-2013-23054. It was reported the patient had her scs system explanted on (B)(6) 2013 due to unrelated medical issues. It was also reported the location of the implanted device was not optical to the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.